Event description:
User facility medwatch report received that states "the starclose se was deployed, but did not seal the groin. The team noticed when they removed the device after deployment, that one of the prongs was straight and this is not correct. Manual pressure was needed to clot the artery. No adverse event to pt, no compilations. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? (No). What was the original intended procedure? Stasis following cardiac catheterization. Device usage problem: device malfunction - that is, the device did not do what it was suppose to do." Customer report source contacted and the following additional info was received. Arteriotomy closure was attempted in the right common femoral artery. A femoral angiogram was performed with no calcification observed as the access site. It was not specified if resistance was felt during step no. 3, thumb advancer/exchange sheath splitting or if the clip remains in the right common femoral artery. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.